Manufacturer narrative:
According to the conformable gore® tag® thoracic stent graft with active control system instructions for use, adverse events that may occur with use of the device include, but are not limited to, endoleak.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using conformable gore® tag® thoracic stent graft with active control system (ctag ac) and a non-gore stent graft (vnmc3125207, navion) for a dissecting thoracic aortic aneurysm. It was reported that the most proximal device was the ctag ac, and the most distal device was navion. On (B)(6) 2020, a proximal type I endoleak was observed. The physician noted that due to the large entry tear, it was assumed that a proximal type I endoleak could occur to some extent. The patient underwent a reintervention to implant an additional stent graft. The final angiography revealed that the amount of endoleak was reduced, but the proximal type I endoleak still remained. The endoleak will be monitored. The patient tolerated the procedure.